Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na - attachment: [(B)(6) article].

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The other additional 2 devices referenced are being filed under separate medwatch report numbers. The additional patient effects referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. The reported patient effect of death is listed in the xience everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying xience prime, xience v, and promus that may be related to the following: patient death, myocardial infarction, thombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 11,817 patients that were treated with xience prime, xience v, and promus stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "five-year outcomes of biodegradable polymer drug-eluting stents versus second-generation durable polymer drug-eluting stents: a meta-analysis of randomized controlled trials."